Event description:
It was reported from (B)(6) that the motor device overheated. According to the reporter, the device was not blocked. However, the device was overheating during operation of the device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was powerbroken. It was determined that this was due to failure to follow the directions for use and running the device in the safe or load position. It was further determined running the device in the load position caused the heat. There fore, the reported condition was confirmed. The assignable root cause was determined to be due to user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The device returned date to manufacturer was inadvertently missed on the initial report. It has been updated to june 23, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.